Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address reported event. Fse confirmed reported event but unable to reproduce the problem. While troubleshooting, fse noticed the substrate solution was not coming out in a steady stream, out of the substrate heater. The fse replaced the 3-way substrate valve, but issue persisted with the sputtering of solution. Fse then bleached the substrate line which resulted in a steady stream of the substrate. Fse validated the instrument by successfully performing qc runs & controls on ipth; all results were within acceptable range. The aia-900 instrument is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The most probable cause of the reported event was likely due to dirty substrate line.

Event description:
A customer reported several discrepant patient results for intact parathyroid hormone (ipth) on their aia-900 instrument. The physician questioned the results and asked for the patient sample to be redrawn and repeat run. Patient result: <1.0pg/ml; repeat run result: 116.6 pg/ml which was an expected result for the patient. An ipth run was performed a day ago and result was also <1.0 pg/ml when repeated, result was 167.9 pg/ml. The customer confirmed the quality control result was in range. Technical support specialist (tss) instructed the customer to perform ipth precision study to confirm proper instrument sampling. Precision was completed with acceptable result. A third ipth run was performed with same sample resulting in <1.0 pg/ml and repeat run was 98.0 pg/ml. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.